Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it is unavailable for return per hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.  The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27 mm mitral valve was explanted due to calcification after an implant duration of approximately 7 years and 9 months. Another 27 mm valve was implanted as replacement. The hospital pathology report noted inflammatory lymphocyte infiltration, areas of fibrosis and calcification.

Manufacturer narrative:
H10: additional manufacturer narrative h3: product evaluation customer report of calcification was confirmed. As received, all three leaflets had cuts of approximately 6mm x 13mm on leaflet 1, 9mm x 11mm on leaflet 2, and 4mm x 12mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Valve also had a bluish tinge as received. X-ray demonstrated wireform intact and heavy calcification on the remainder of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple suture pledgets remained attached to the sewing ring around the valve. Sewing ring was cut around leaflet 2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.